Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09640. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial and right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. Fluoroscopy imaging was performed, and externalized conductors were observed on the right ventricular lead. It was noted that the patient was asymptomatic to the noise and externalized conductor issues. Both leads were explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of ¿externalized conductors and lead noise¿ was confirmed. A partial lead was returned in 2 pieces. On the first portion, surface abrasions were noted on the connector boots and connector legs. On the second portion, externalized conductors due to internal insulation abrasion were noted at 7.3-10.0 cm, 15.7-18.4 cm, and 35.4-35.6 cm from the distal tip. The etfe coating was intact at these locations. Upon further analysis, the re cable was cut at 11.5 cm and internal abrasions between the inner coil and ring electrode cable lumens were also noted with the etfe coating abraded at this location. External insulation abrasion was noted at 10.9-11.2 cm, 13.1-13.5 cm, and 46.1-46.4 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.9-41.1 cm from the distal tip consistent with friction to the suture sleeve tie down forces. The etfe coating was intact at this location.